Event description:
It was reported by service report that there was a low nurse call battery message on footboard and no nurse call cable at the head end of bed. It is unk if there was pt involvement, however, no adverse consequences are reported.